Manufacturer narrative:
No product is being returned for evaluation but the lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap gastric sleeve - "in the beginning of procedure during port placements, the doctor took obturator out of cannula, and used obturator without cannula to create a specialty effect as liver retractor, and the tip of the obturator broke. The tip completely broke about 1.5in up to the shaft. All pieces were retrieved." Type of intervention - no intervention needed. Patient status - fine. No patient injury.

Manufacturer narrative:
The event product was not returned for evaluation; however, the customer noted, "all pieces were retrieved." In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the root cause of the customer's experience could not be determined, the likely cause of the event may be due to use of the obturator without a cannula. The instructions for use (IFU) directs, "insert the obturator through the seal into the cannula until the tip is exposed. Ensure the obturator and seal are locked in place." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.